Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Implant date updated. An event regarding pack damage involving a duracon stem was reported. The event was confirmed. Visual inspection of the returned packaging determined that the pack was subjected to excessive incorrect handling leading to the pack damage and the generation of foam debris within the sterile pack. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive handling. It is relevant to note that the component in question was packed in 2009 and the configuration for that pack has since been changed. No further investigation for this event is possible at this time.

Event description:
The surgeon requested a press fit stem extender size 19mm diameter by 155 length. When the nurse went to open the box and put on the sterile field, she noticed that the sterile packaging had been compromised. An 18mm stem was used in its place.

Event description:
The surgeon requested a press fit stem extender size 19mm diameter by 155 length. When the nurse went to open the box and put on the sterile field, she noticed that the sterile packaging had been compromised. An 18mm stem was used in its place.